Manufacturer narrative:
The field service engineer cleaned the rinse unit and the water reservoir. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for two patients with the cobas 8000 c702 module. Sample ID: (B)(6) the initial result was 6.30 mg/dl and the repeated result was 7.58 mg/dl. Sample ID: (B)(6) the initial result was 6.40 mg/dl and the repeated result was 7.88 mg/dl. The questionable results were not reported outside of the laboratory. The reagent lot number was 45938201 and the expiration date was 31-may-2021.